Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during implant there was difficulty positioning the right atrial (ra) lead. No stable lead position could be obtained. The lead was placed in multiple places and there was no pacing or sensing. It was noted that the patient was known to have atrial dissociation due to ablation. Multiple cables were used for troubleshooting. The attempted lead was removed and replaced. Ultimately a second lead was placed in the only stable position available, however it was understood that the atrium was likely not being sensed or paced. No patient complications have been reported as a result of this event.